Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for evaluation due to possible lead dislodgement in both the right atrial and right ventricular leads. Previous evaluation suggested combinations of decreased sensing and/or elevated capture thresholds in both leads. The atrial lead was successfully repositioned to an optimal location and normal testing results obtained on (B)(6) 2019. The right ventricular leads' helix was successfully retracted but could not be extended for reposition. The lead was explanted and replaced. The patient was asymptomatic and wholly stable before, during, and after the procedure. Related manufacturer reference number: 2017865-2019-13217.

Event description:
New information notes that pre-procedural evaluation yielded only compromised sensing and mildly elevated capture on the right ventricular lead only.